Manufacturer narrative:
Upon further investigation, it was reported that the ventilator of serial number 201001908 did not have an allege malfunction occurring. A dim touchscreen was reported to have occurred with serial number (B)(6) and was reported under 2031642-2021-05558. Therefore, this complaint no longer meets reportability requirements.

Event description:
The customer reported a ventilator a ventilator had a dim screen. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information regarding repair has been requested from the customer. No response has been received at this time.